Event description:
The infusion pump was received at the svc facility with a vague report that the pump was on a pt and the device was "not pumping the correct amount". No add'l info was rec'd. No pt injury resulted.